Event description:
I used a "qidel quickvue at-home otc covid-19 test", and it reported a positive result. This caused me some alarm, and the cancellation of a planned trip to visit a friend. I then took three additional tests, which all reported negative. Quidel test lot #: 1706786, 2022-02-27; abbott test lot #: 159799a, 2022-03-11, (B)(6). FDA safety report ID# (B)(4).